Event description:
It was reported that the customer had motor error alarms twice. The blood glucose reading was 147mg/dl. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a protruded/loose drive support disk. Unable to confirm the motor error alarm, the motor passed the motor test. The device had scratched lcd window, cracked display window corners and battery tube threads, broken belt clip slot, and cracked reservoir tube lip.